Manufacturer narrative:
The customer¿s report of a leak at the bi-fuse was confirmed. No damage was observed upon visual inspection. Functional testing and leak testing confirmed fluid leaking out of the three-way y-connector. The root cause of the leak was a manufacturing issue due to insufficient bonding solvent being applied at the junction of the vinyl tubing.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a nurse was checking IV lines and noticed tpn/lipids leaking from bifuse at one of the junctions on the tubing (not a port or cap). There was no patient harm reported.